Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred, no sutures were present when the needle plunger was removed. Hemostasis was achieved using a second proglide device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, anterior needle tip, link and cuffs were not returned. The sheath, guide, foot and lever were normal and undamaged. The suture was returned partially loaded in the device with the knot unraveled and the posterior needle tip loose. Both ends of the foot were examined for needle strike marks and none were detected indicating the needles were deflected outside of the foot pocket. The suture was pulled from the device with no significant resistance detected, indicating the suture drag was not a contributing factor in this event. A proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing to assure the product performs within specifications. The suture being returned with the posterior needle tip not being attached to the cuff is consistent with and confirms the reported needle to cuff miss. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. The analysis of the returned components found no indication of a product quality deficiency. Based on the reported information and the inspection criteria no determination could be made as to the cause of the needle to cuff miss. Based on the analysis of the returned device, inspection criteria and the reported information the most probable cause for the posterior cuff miss resulting use of a second device to achieve hemostasis appears to be related to the operational context during the use and not a product quality deficiency. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.